Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024, and suture was used. During the procedure, the suture broke. No patient harm was reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one labeled winding former, and one needle suture piece pertain to the product code sxpp1a400. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. In addition, body fluids were noted on the strand. The other section of the suture was not returned for analysis. The product code sxpp1a400 contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one detached needle and one suture piece outside its packaging that pertain to the product code sxpp1a400. During visual inspection of the detached neddle, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the ends of the were noted to be cut, probably caused by a surgical instrument. In addition, body fluids were noted on the strand. The product code sxpp1a400 contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.